Event description:
During use for a cardiopulmonary bypass procedure, the user reported the arterial pump went down momentarily and the level sensor module failed approximately 10 minutes later. Technical support instructed the user to place the module into another channel on the power supply. The user stated that moving the module remedied the problem. There was no adverse consequence to a pt. As a result of this event.

Manufacturer narrative:
Evaluation is progress but not concluded.